Manufacturer narrative:
This report will be updated when our investigation is complete.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock five days post-implant. The shocks was due to oversensing of noise that was most likely caused by air escaping from the seal plug. The patient was lying down and using their phone when the shock occurred. The patient was seen in the clinic the following week and troubleshooting was performed. No noise or oversensing could be reproduced. Technical services discussed that the noise in the episode was consistent with air entrapment and since no further episodes were stored the patient can continue to be monitored. No adverse patient effects were reported. The device remains implanted and in service.